Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead. Lead damage was suspected but not confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of noise was not confirmed.

Event description:
Additional information was received indicating diagnostic imaging was performed and lead damage was not observed. The lead was explanted and replaced to resolve the event and the patient was in stable condition.